Manufacturer narrative:
The vendor's investigation report shows that the returned valves were within specification, with no signs of shorts or voids, it was properly manufactured and released, and it was inconclusive whether the complaint was manufacturing related or not. Therefore, the root cause could not be determined. This investigation is complete.

Manufacturer narrative:
The device is in transit for return, but has not been received for evaluation. The lot history, risk analysis and directions for use were reviewed and considered acceptable. Review of the trending analysis shows the complaint is not within the control limits. A CAPA was opened to address the complaints for leaking. No additional action is recommended at this time. This investigation is ongoing.

Manufacturer narrative:
Two 25 gauge esa hub and sleeve assemblies were returned. The original packaging was not returned. The part number and lot number cannot be verified. The assemblies are dirty with particulates, dried solutions, and look used. Microscopic examination found that one valve is torn. It should be noted that a torn valve could contribute to leaking. Due to evidence of use, the cause of the torn valve cannot be determined. A CAPA is currently open to address the complaints for leaking. The sample was sent to the supplier for further analysis. This investigation is ongoing. Report follow up (2) 2 of 2, see related medwatch report numbers: 0001920664-2020-00176.

Manufacturer narrative:
The product has been requested for return but has not been received yet. The manufacturing and sterilization records for (B)(4), lot w6769 were reviewed and found to be acceptable. This investigation is ongoing. Report 2 of 2, see related medwatch report numbers: 0001920664-2020-00176.

Event description:
The user facility in the (B)(6) reported that the trocars were leaking from beginning of case. When trying to put in the scleral fixated lens the surgeon was struggling to implant it as the eye kept softening with leaking trocars. An extra cassette was opened. The surgeon was unable to implant scleral fixated lens. Patient will require an extra surgery. The surgery time was increased by 15-30 minutes.